Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with shortness of breath and overall not feeling well. The device had no anomalous electrical measurement. An electrocardiogram showed pericardial effusion and the rv lead tip perforated through the cardiac wall of the right ventricle. The rv was repositioned to a mid septal position and the pericardial effusion was drained. The patient was in stable condition.